Event description:
User related. It was reported that, "thursday nov 8th, the rep had 2 rooms going and the doctor in room 1 needed a washer. They took a washer out and brought it into room 1. They needed the tray in room 2. The tray was open and the rep took it into autoclave and turned the autoclave on. The doctor implanted a screw that was in the tray that was put into autoclave. The nurse then realized that the tray was not sterile."

Manufacturer narrative:
As part of a quality system improvement plan stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B)(6) 2006 to (B)(6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under (B)(4). There is 1 event associated with this event type (B)(4).